Event description:
Additional information was received from a manufacturing representative (rep). They reported that it was unknown of the cause of communication error: external device battery has depleted was determined. The issue was resolved.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: (B)(6) 2026; explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a trial patient (pt) who was using an external neurostimulator (ens) for non-obstructive urinary retention. The trial began on 2026-feb-11 it was reported that they had communication issue between controller and ens, unable to communicate/connect to controller. There was no communication/couldn't communicate. Troubleshooting was performed. Pt came into the office to see nurse practitioner (np) for lead pull feb/17. They had not seen improvement in symptoms. Np opened the smart programmer which gave communication error: external device battery has depleted. Last communication with patient showed they were on left lead, 0.9ma and rate of 30 (physician request due to history (hx) of retention). The cause was not known. The issue was resolved. Patient experienced mixed results during the trial. Np was unsure at what point the ens depleted. Pt would return to the office in 1 month to discuss the advanced evaluation vs implant.